Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to insulation 'defect' behind the connectors. An invasive procedure was performed to remove and replace the lead.